Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation finding,conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the reel, ac power cord, cee 7/7 "type e/f" was experiencing intermittent voltage delivery. Therefore, the defective part was replaced by the fse. The unit was tested for function/safety and determined to be suitable for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h6 ( type of investigation, component code) h11. Due to character limitation e1(initial reporter): (B)(6). Due to character limitation e1(event site address): (B)(6).

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery charging problems during routine check. There was no patient involvement.